Event description:
It was reported that the device broke inside the patient, however, all pieces were removed from the patient. No patient injury or significant delay were reported. Back up was available to complete the procedure.

Manufacturer narrative:
One 10mm endoscopic cannulated flexible drill was returned for evaluation. The drill is over four years old. Visual assessment confirmed the reported breakage. The drill has broken where it transitions from the 20 ½ to 9 revolutions per inch at the lazer cut double helix. No material voids are present at the break area. Rockwell testing confirmed the drill met print specification (rc 51.6). The primary cutting edges are dull and the cannulation is heavily burred. No root cause related to the manufacture of the device can be established.